Manufacturer narrative:
The device history records (DHR) for the product lot was reviewed. No abnormalities that could have contributed to this event were found. The associated product lot was released based on company's acceptance criteria. Picture was received by the investigation site for evaluation but it is not visible if there is a scratch on it because patient interface was docked to the eye. Sidecut and liquid remains are also visible which also indicates eye contact. The root cause for slight faint smudge could not be identified conclusively because no sample has been received and provided picture does not allow a deeper failure investigation. The root cause for incomplete flap is user error. User did not follow user manual. According to user manual, it its described not to use pi components if there are any signs of mechanical damage as this may impair cutting precision. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinical applications specialist reported a slight faint smudge was noticed on the lower left quadrant of patient interface. This led to the creation of an incomplete flap. This was barley noticeable and created an undesirable effect on the patient's left eye. No patient harm was reported. Additional information was received. The surgeon is very skilled and used scissors to cut the incomplete portion. The flap was lifted and a bandage contact lens was placed on the eye post surgery to reinforce the flap during healing.